Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. H3 other text : device not returned.

Event description:
It was reported that the customer received intermittent occlusion alarms. Customer's blood glucose reached 450-500 mg/dl. Customer changed out supplies and resumed insulin delivery.